Event description:
It was reported that clinician tried to place the implant and was unable to place implant due to loss of sterility. The implant did not go in, the date is the same (B)(6), 2022 (no removal), site #30.

Manufacturer narrative:
The following sections have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type h10: added manufacturer na,rrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) osseotite tapered certain prevail implant 6/5 x 8.5mm (xiitp6585) and one (1) unknown driver were not returned. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use (IFU), and risk file. Functional testing could not be performed since the product was not returned for analysis. A pre-existing condition were not noted on the per form. Bone density was low density (type iii). The reported device was located on tooth location # 30 (unknown dental notation system) and was implanted and explanted on the same day. X-ray & picture evaluation: the customer did not provide any images for the reported event. Appropriate documentation was reviewed. Hr review: (xiitp6585): DHR review was completed for the subject lot number 2020010380. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2020010380 for similar events and no other complaint was identified. DHR, sterilization, and complaint history review: (unknown driver): DHR, sterilization, and complaint history review could not be performed, as the subject item/lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported when trying to place implant during the handling loss of sterility. Placement of bone graft.